Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during an arthroscopic ankle fusion/right ankle procedure, the tip of the 3.5mm hex driver broke off while the surgeon was driving the screw. The surgeon was able to remove the majority of the fragments, however, a small piece of the driver tip remained in the patient. A second driver from the tray was used to finish implanting screw successfully. Follow-up investigation: an x-ray was taken and confirm the presence of the fragment in the patient's posterior lateral ankle, however, the x-ray is not available.